Event description:
A customer reported experiencing cgm error 42 with their device. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with complete instructions on how to reset the pump, and after following these steps, the customer was able to successfully start their sensor session without encountering the error again.